Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when the device is turned on it takes 20 minutes to power up and start working. There was no patient involvement.